Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep dreamstation device's sound abatement foam. The user alleging the device will not turn on. No medical intervention was specified by the patient. There were 22 errors logged. During the investigation, pil observed an unknown brown contamination on the rear panel and front panel. Insects were observed under the flip door, top enclosure, on the blower box, front panel, bottom enclosure, and rear panel. The q3 on the pca (printed circuit assembly) was burnt. No further investigation was performed on the q3 due to the heavy number of insects. A burn mark was present on the interior of the top enclosure. Evidence of user tampering was observed. The screw was observed to be in the wrong screw boss and the ui panel display connector was ripped and taped together. The wire secure on the blower box lid was badly damaged due to the screw being in the wrong place. Evidence of liquid ingress was observed on the blower. Pil is unable to directly address the symptoms. Pil can confirm the complaint of the device not turning on, due to the damage of the ui display cable. The manufacturer was not able to confirm the complaint or address the symptoms specified.